Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died the day of device system implant. The cause of death was requested and not received.